Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the as lvp 20d 3ss cv experienced a loose IV set connection, and leakage. The following information was provided by the initial reporter: when the anesthesiologist attempted to push a med through one of the port sites on the IV tubing it snapped off and caused the IV fluid to come rushing out. The IV tubing was already connected to the patient. The cracked IV was replaced and the broken portion was given to product manager. D2: medical device brand name: as lvp 20d 3ss cv d4: medical device lot #: 21055903. D4: medical device expiration date: 2024-05-15. H4: device manufacture date: 2021-06-09. D4: medical device lot #: 21055996. D4: medical device expiration date: 2024-05-15. H4: device manufacture date: 2021-05-17. D10: device available for eval yes. D10: returned to manufacturer on: 2022-01-10. H6: investigation summary: a complaint of tubing breaking causing leakage was received from the customer. A sample was returned for investigation. Through visual inspection the customer complaint of separation was not confirmed. However, the y-site below the roller clamp was broken. The white part was cracked and the blue component was exposed. The root cause could not be traced to manufacturing. In previous investigations, alcohol usage has been related to this defect. A definitive root cause is unknown.

Event description:
It was reported that the as lvp 20d 3ss cv experienced a loose IV set connection, and leakage. The following information was provided by the initial reporter: when the anesthesiologist attempted to push a med through one of the port sites on the IV tubing it snapped off and caused the IV fluid to come rushing out. The IV tubing was already connected to the patient. The cracked IV was replaced and the broken portion was given to product manager.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing breaking causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd alaris administration set experienced a loose IV set connection, and leakage. The following information was provided by the initial reporter: when the anesthesiologist attempted to push a med through one of the port sites on the IV tubing it snapped off and caused the IV fluid to come rushing out. The IV tubing was already connected to the patient. The cracked IV was replaced and the broken portion was given to product manager.